Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible broken sensor wire. Patient reported that after several inaccuracies, patient removed transmitter and found sensor wire protruding from skin. Patient then removed wire from skin. At the time or the report, that patient claimed to be healthy. Dexcom has issued an rga for patient to return device to be investigated.